Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the pump is evaluated, a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there was an unspecified inaccurate delivery issue. The reporter stated that there was no associated blood glucose excursion or symptoms of hyperglycemia/hypoglycemia. The reporter reviewed the pump with a customer technical support representative and found that the pump's delivery history was accurate. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/27/2015 with the following findings: the last basal and bolus deliveries were on (B)(6) 2014. The recorded total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within the required range and accurately. No alarms or warnings occurred during the 24 hour duration test. The allegation of an inaccurate delivery could not be confirmed or duplicated during investigation. Unrelated to the initial allegation, the battery compartment was cracked below the bumper pad.